Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided lot number 2005166. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defects and all quality tests were found to be within specification. As samples were unavailable for return, a thorough sample analysis could not be completed. The packaging material is designed to resist normal conditions of transport and storage. At this time, an exact cause for the reported issue could not be identified; however, it most likely resulted due to an error during the storage or transport of the product post-manufacture. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. H3 other text : see h10.

Event description:
It was reported that the bd¿ syringe packaging unit was damaged. The following information was provided by the initial reporter, translated from chinese to english: "it was found that the outer package of the disposable sterile syringe was broken when preparing to add medicine to the child, and the new disposable sterile syringe was replaced in time without causing harm to the child."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd¿ syringe packaging unit was damaged. The following information was provided by the initial reporter, translated from (B)(6) to english: "it was found that the outer package of the disposable sterile syringe was broken when preparing to add medicine to the child, and the new disposable sterile syringe was replaced in time without causing harm to the child.